Event description:
Follow up information reported that the patient was seen by the physician and no problems were reported.

Event description:
It was reported that the patient experienced a shocking sensation. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3776-60, lot #: v499318003, implanted: (B)(6) 2011, explanted: na; lead model: 3776-60, lot #: v499318002, implanted: (B)(6) 2011, explanted: na; programmer model: 37743, serial #: (B)(4); recharger model: 37752, serial #: (B)(4).